Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 05/18/2010, 05/20/2010, 06/01/2010 by phone, fax, and mail. A completed questionnaire was received on 06/15/2010. (B) (4). (B) (4). (B) (4).

Event description:
Adverse event(s): "refractive surprise" (postoperative refraction, unexpected) product problem(s): "none reported" (no info [iol (intraocular lens) implant]). A surgeon reported that an intraocular lens (iol) was exchanged for the same model, different power iol due to a refractive surprise. The pt has a history of thyroid disease, hypertension, diabetes, atrial fibrillation and sleep apnea (pre-existing). Posterior capsule opacification was observed. In a follow up, the surgeon reported the iol did not cause or contribute to the event and the event has resolved following the exchange.